Event description:
The device was used during an unspecified procedure. Reportedly, the suture broke while passing through tissue. The surgeon was able to complete the procedure using the same suture. The hospital has reported no injury to the patient.